Manufacturer narrative:
(B)(4). To date it has been reported that the device will not be returned. If the device or further details are received at a later date a supplemental medwatch will be sent. A manufacturing record evaluation was performed for the finished device batch, and no non-conformances were identified.

Event description:
It was reported that a patient underwent a sling procedure on (B)(6) 2006 and mesh was implanted. The patient reported experiencing groin pain after intercourse, regular urinary tract infections, groin/hip/buttocks/sciatic pain that goes down to the legs, inability to sleep on the side, inability to play sports or take walks and inability to do sports. The patient take 500mg of tylenol every day for pain. No further information is available.